Event description:
The case is a very high risk (B)(6) woman with a small body surface area of 1.58, who underwent a fourth-time reoperation. The cardiac surgical procedure was a transverse arch replacement, aortic root replacement, aortic valve replacement, and tricuspid valve ring. The pt underwent cardiopulmonary bypass with profound hypothermia to a level of 28 degrees celsius. Approximately one hour into bypass, the activated clotting time began to read out of range low values, and a similar finding was noted on several other machines. The pt was given multiple doses of additional heparin to be sure anticoagulation was appropriate, and additional lab tests reported adequate heparin concentrations greater than 2 units/ml which is the upper limit of the assay and probably were quite higher. At the same time, a fibrinogen level obtained was extremely low <60 mg/dl and may have even been lower. One major concern is that in the case of low fibrinogen levels, the activated clotting times may become dysfunctional, a finding further complicated by hypothermia, low platelet counts, and circulating platelets that are highly dysfunctional -platelets provide the phospholipid for coagulation testing-. Thus in the face of profound anticoagulation -multiple heparin doses- it appears that the activated clotting time readings were persistently low. Thus an important question is under what conditions are the activated clotting times using this act assay inaccurate or not reliable? Based on previous data and previous work I did years ago, hypofibrinogenemia profound dilutional changes, and hypothermia influence coagulation testing, and this pt had all of these issues. In these conditions, how does the act function, and has it ever been tested in this scenario? Diagnosis or reason for use: bypass surgery. Event reappeared after reintroduction: yes.